Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-03692 and 03693.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2007 after use of the product.